Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set would not connect to the patient¿s catheter. It was further described that the set was primed, however, ¿the connector could not be routed¿. This issue was identified during an unspecified preparation step at the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are placed according to product specifications. Functional testing was performed with no issues noted; the adapter worked properly. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.